Event description:
During a remote follow-up, oversensing was detected on the right atrial (ra) lead. Lead insulation damage was suspected but was not confirmed. No known intervention has been performed. The patient was stable and will continue to be monitored.